Manufacturer narrative:
Additional information - h6.

Event description:
It was reported that the patient presented for a procedure. X-ray was performed and revealed that the right ventricular (rv) lead had externalized conductors. The physician opted to replace the rv lead, a new lead was successfully implanted. The patient was in stable condition.